Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Impactor would not thread onto stem.

Manufacturer narrative:
The instrument associated with this report was not returned for examination. A complaint database search against this product/lot combination found no trend for failure where wear out and/or inadvertent use error was not a factor. It is possible there was thread damage to the instrument from previous use. The investigation is unable to draw any conclusions or determine root cause without product examination. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.